Event description:
Physician using product felt he was over manipulating the wire in attempt to pass the coronary lesion. Tip of wire separated from shaft. This was then snared from the coronary artery. No adverse event or reaction happened.